Event description:
It was reported that during an unknown procedure, the jaws were not closing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent:10/07/2008. Information anticipated, but unavailable at this time.